Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2014-03019 pertains to the first resolution clip device and manufacturer report # 3005099803-2014-03020 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip would not release from the catheter to deploy. The clip had to be pulled off from the mucosa. Another clip was opened and used; however, the same issue occurred. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of clip failed to release form the catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2014-03019 pertains to the first resolution clip device and manufacturer report # 3005099803-2014-03020 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip would not release from the catheter to deploy. The clip had to be pulled off from the mucosa. Another clip was opened and used; however, the same issue occurred. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device noted the clip assembly fully deployed and not returned. The control wire was separated per design. There was a kink noticed in the control wire. The over sheath was not returned. The cross pin was separated from the slider but still attached to the control wire. Based on the condition of the returned device, the reported failure was not confirmed. However, this failures likely occurred due to anatomical/procedural factor such as tortuous anatomy and maneuvering of the device. Therefore, a review and analysis all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.